Manufacturer narrative:
Although the patient's presenting condition may be more likely have impacted the event the impella cannot be excluded as a possible contributing factor in the patient's demise. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: & impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
A complainant report that during impella 5.5 support, a patient experienced heparin induced thrombocytopenia. Heparin was discontinued and argatroban was started for anticoagulant therapy. The same day, it was noted that the patient developed anisocoria and signs of cerebral hemorrhage were observed. The patient¿s status was updated to do not resuscitate, and the decision was made not to implement aggressive treatment. The patient died of multiple organ failure. The physician noted that the patient¿s pre-existing condition was severe, and there was a high risk of bleeding due to hit. It was additionally noted that there was no direct relationship to the impella, and the impella was functioning stably until it was removed.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: the investigation has been completed. Stroke: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Thrombocytopenia/ organ failure: the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.